Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there were nine non-sustained tachycardias (nsts) and two ventricular fibrillation (vf) episodes of <(><<)>220 ms ventricle-ventricle (v-v) cycle occurred on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from right ventricular (rv) lead due to t-wave oversensing (twos.) Therefore reprogramming was performed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: this device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.